Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead pacing impedance was high and an alert was triggered. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.